Event description:
#Medwatcher #(B)(4). Memory loss/fog, weight gain, hair loss, painful sex, bleed during sex, headaches, aches and pains, exhaustion, pain during urination and bowel movements, feel swollen inside, restless legs, scalp itchy and irritated (large flakes of skin), brain fog, body swelling, cramping, back pain (lower), period non-existent from (B)(6) 2016 until (B)(6) 2017 where I had the worst period I've ever had. Lots of blood loss so much so I had to contact doctors office. Now spotting off and on since auto immune disease positive. Liver enzymes elevated, hormones out of whack (fsh low, estradiol high), vitamin d deficient, random allergic reactions to booze that comes and goes, increase reflux, daily headaches I now take medication for irritability, reduced sex drive, over heat fast and feel sick, snore.